Manufacturer narrative:
The event of unacceptable threshold was reported to abbott and not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. (A1) (c1). Additional findings unrelated to the reported event: visual inspection of the lead noted two external insulation abrasions breaching the optim sheath with the silicone insulation beneath the abrasions found intact at the proximal region. The cause of external insulation abrasions is consistent with friction to device can. (A2) (a3) (c1).

Event description:
During an in-clinic follow-up, increased capture threshold was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.